Event description:
Pt was implanted using the antegra system on (B)(6) 2011. Approx 2 months post implant, surgeon noticed that two of the screws had broken mid-shaft within the vertebral body. The heads appeared to be solidly locked to the plate. To date, the pt has not been revised. The pt may have been implanted at l4-s1 and the broken screws may be the s1 screws. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.